Manufacturer narrative:
The customer reported that the network communication was restored after the xhibit central station was restarted. The customer performed some tests on their network and no issues were identified. As a precaution, the customer replaced the unit with a spare central and removed the reported device from service. The customer has been provided instructions on returning their device for additional investigation. Should the device be returned, a follow up report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that while monitoring patients, the xhibit central station would intermittently lose network connection while monitoring both telemetry and bedside patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to spacelabs healthcare for depot repair. The device was tested by a equipment service center technician and the reported problem could not be verified. However, a review of the logs on the xhibit show that the device did have issues with connecting to a network. The loaner used at the customer site had been working with no issues, so it was determined to advise the customer to replace the unit as a precaution. Cause of failure was not established as the reported failure could not be duplicated.